Event description:
It was reported that the proximal filter failed to recapture. During the procedure, the proximal basket of the sentinel cerebral protection system(cps) could not be fully retrieved and the sentinel cps got stuck in the introducer sheath when trying to remove the sentinel cps. The sentinel cps and introducer sheath were removed together with the proximal filter in the deployed state. No patient complications were reported.